Manufacturer narrative:
Based on the claim against the product by the customer noting error message on usm 2, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) and the distal set up joint (dsuj) to resolve the issue. The fse also swapped the universal motion controller (umc) 1 and 2 and closely monitored the system. The system was tested and verified as ready for use. Return material authorizations (RMA) were issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. As such, the probable root cause cannot yet be determined based on the information provided. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received. The complaint regarding error message pointing to usm 2 was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the system had an error on the universal surgical manipulator (usm) 2. The system was showing usm2 disable message. The customer restarted system two times, but error persisted. The customer disabled usm2 and was proceeding with the surgery. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) has attempted to obtain additional information related to the reported event. However, as of the date of this report, no additional information has been provided.

Manufacturer narrative:
The universal surgical manipulator (usm) has been returned and evaluated by the failure analysis (fa) team. The failure analysis investigations confirmed error 319 on usm 2 but did not replicate the reported issue during the testing. The usm was tested on an in-house system and triggered no errors. The usm was also tested on the patient side cart fixture test platform (pftp) and passed all tests. Upon further investigation, there was no fluid intrusion or physical damage. The inner distal set up joint has also been returned and evaluated by the failure analysis (fa) team. The error 319 was confirmed as having occurred in the field via system logs review but was not replicated during the in-house testing.

Event description:
Refer to h10/h11 for follow-up information.